Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bktm, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp reported that the patient developed an infection at the ins pocket and lead site. Additionally it was reported that the patient developed an infection near their bladder that resulted in a swollen mass which was biopsied and found to be non-malignant. The issue was reported as resolved at the time of this report and the device was explanted. No device malfunctions were reported. There were no further complication reported or anticipated.